Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded a non-sustained episodes one day post-implant with noise on the ventricular rate/sense channel that resulted in pacing inhibition.